Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, broken modular neck. Surgery time extended greater than 30 minutes.